Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the sublay implants, the patient experienced adhesions, small bowel enterotomy, infected mesh, small bowel obstruction, attenuation, scarring, inflammation, foreign body reaction, fibrosis, staphylococcus aureus, abdominal pain, bulge, "mesh poking out", mesh protruding out of skin, open wounds, draining clear yellow fluid, tenderness, wound dehiscence, pains, drainage, induration, purulent fluid, bacterial infection, urinary retention, and recurrence. Post-operative patient treatment included revision surgery, medication, admission to hospital, foley catheter/flomax, wound vac, hernia repair with new mesh, and removal of one mesh. Relevant tests/laboratory data: 21 aug 2019: abdominal CT scan showed mesh placement in llq with subcutaneous fat stranding superficial to mesh, small fat-containing ventral umbilical hernia in llq superior to the mesh probably residual or recurrent hernia, new small right paraumbilical hernia, stable left paraumbilical hernia containing small bowel and no evidence of small bowel obstruction, and stable moderate right paraumbilical/epigastric ventral hernia containing small bowel 25 nov 2019: CT scan of abdomen/pelvis showed multiple ventral hernias, one of which appears to be causing a small bowel obstruction. Another demonstrates persistent soft tissue attenuation along the subcutaneous fat which may reflect scarring or inflammation/infection 16 dec 2019: pathology report from mesh specimen showed extensive and prominent fibrosis, mild chronic inflammation and prominent mu ltinucleate foreign body reaction 17 dec 2019: labs abnormal for wbc 11.9 20 dec 2019: wound cultures + for staphylococcus aureus

Manufacturer narrative:
Additional information: b5, d8, e1 (facility name, street 1, city, region, postal code), g1 (MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number), g3, g4 (510k), h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the sublay implants, the patient experienced infected mesh, small bowel obstruction, attenuation, scarring, inflammation, foreign body reaction, fibrosis, staphylococcus aureus, abdominal pain, bulge, "mesh poking out", mesh protruding out of skin, open wounds, draining clear yellow fluid, tenderness, wound dehiscence, pains, drainage, induration, purulent fluid, bacterial infection, urinary retention, and recurrence. Post-operative patient treatment included revision surgery, medication, admission to hospital, foley catheter/flomax, wound vac, hernia repair with new mesh, and removal of one mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the sublay implants, the patient experienced abnormal for wbc, adhesions, small bowel enterotomy, infected mesh, small bowel obstruction, attenuation, scarring, inflammation, foreign body reaction, fibrosis, staphylococcus aureus, abdominal pain, bulge, "mesh poking out", mesh protruding out of skin, open wounds, draining clear yellow fluid, tenderness, wound dehiscence, pains, drainage, induration, purulent fluid, bacterial infection, urinary retention, and recurrence. Post-operative patient treatment included revision surgery, medication, admission to hospital, foley catheter/flomax, wound vac, hernia repair with new mesh, CT-scan, and removal of one mesh. Relevant tests/laboratory data: on (B)(6) 2019: abdominal CT scan showed mesh placement in llqwith subcutaneous fat stranding superficial to mesh, small fat-containing ventral umbilical hernia in llq superior to the mesh probably residual or recurrent hernia, new small right paraumbilical hernia, stable left paraumbilical hernia containing small bowel and no evidence of small bowel obstruction, and stable moderate right paraumbilical/epigastric ventral hernia containing small bowel (B)(6) 2019: CT scan of abdomen/pelvis showed multiple ventral hernias, one of which appears to be causing a small bowel obstruction. Another demonstrates persistent soft tissue attenuation along the subcutaneous fat which may reflect scarring or inflammation/infection (B)(6) 2019: pathology report from mesh specimen showed extensive and prominent fibrosis, mild chronic inflammation and prominent mu ltinucleate foreign body reaction (B)(6) 2019: labs abnormal for wbc 11.9 (B)(6) 2019: wound cultures + for staphylococcus aureus.

Manufacturer narrative:
Additional information: b5, b7, h6(patient codes), additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: h6, no code e2402 induration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.